Event description:
The recipient reportedly experienced multiple episodes of meningitis. Revision surgery is under consideration. Advanced bionics is the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced three episodes of meningitis post-implantation. The third episode of meningitis occurred (B)(6) 2017. The recipient was admitted to the hospital with symptoms of headache, emesis, and fever. The recipient was treated with ceftriaxone, vancomycin, and dexamethasone. The recipient has recovered.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's surgeon made a middle ear exclusion during revision surgery. This is the final report.

Manufacturer narrative:
The recipient has reportedly been a non-user of the device for 4 years.